Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with daptomycin (dose, route, frequency, and duration not reported) and linezolid (dose, route, frequency, and duration not reported) for peritonitis. Action taken with therapy was not reported. Outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.